Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by feeling weak and drain pain. The cause of the peritonitis was unknown. The patient presented to the emergency room and was diagnosed with peritonitis. The patient was not hospitalized for the event. On an unreported date the same month as onset, the patient began treatment with vancomycin 1000mg in 0.9% sodium chloride (frequency not reported). At the time of this report the patient was recovering from this peritonitis event and antibiotic therapy was ongoing. Action taken with pd therapy was not reported. No additional information is available.